Manufacturer narrative:
Per the clinic, the patient underwent scar tissue revision during a procedure to upgrade the device on (B)(6) 2013. Device not available for analysis. This report is filed on april 11, 2014.

Event description:
The patient underwent a skin revision on (B)(6) 2012, due to granulation tissue and skin overgrowth around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.